Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/1.5/172 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault. This resolved the problem. Cause is unknown.

Manufacturer narrative:
Device evaluation: h3- device evaluation: the lens was returned dry in a vial. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).